Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was taken out; the patient believed the revision surgery was on (B)(6) 2023. They noted that it was "fully ruptured" and also the leads moved; they had to perform a surgery.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot/serial# (B)(6); implanted: (B)(6) 2023; product type: lead. Product ID: 977a260; lot/serial# (B)(6); implanted: (B)(6) 2023; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: va2rqm1042, ubd: 10-mar-2027, UDI#: 00763000324278 product ID: 977a260, serial/lot #: (B)(6), ubd: 15-mar-2027; UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.